Manufacturer narrative:
The failure analysis technician evaluated the turbine and was able to duplicate the reported failure and isolate it to the turbine interface board. This is considered a known issue that has been addressed by an internal investigation. The component will be held for 90 days. In the event additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that when the vent was turned on a ¿vent inop¿ alarm appeared. The unit was not on a patient at the time of the incident.